Event description:
A hospital nurse reported intermittent image loss followed by total image loss during a colonoscopy procedure. There was no injuries related to the occurrence and the procedure was completed with a second scope.